Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was separated exposing metal. Charred marks were noted on the teflon pad. The distal end of the probe unit was inspected using a microscope and no visual damage was found.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection on the received device revealed that there was no tissue build up. The teflon pad was found separated from the jaw exposing metal. The distal end was inspected under a microscope and no probe damage was found. In addition, charmed marks were also noted on the teflon pad. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was initially informed that during an unknown procedure the teflon pad burned. Furthermore olympus was informed that there was metal exposure due to burnt teflon pad. No device fragment fell inside the patient. The event occurred while the doctor was cutting a tissue, using the device. A short circuit error displayed on the generator. The device was inspected prior to use and no abnormality was found. The intended procedure was completed using another thunderbeat device. There was no patient injury reported.